Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstruation"), weight increased ("weight gain"), migraine ("migraine headaches"), swelling ("swelling") and fatigue ("fatigue"). The patient was treated with surgery (underwent partial hysterectomy for removal of essure micro-insert.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, weight increased, migraine, swelling and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, migraine, swelling and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.